Event description:
The reason for call was the caller was at a case to place an ins and lead. When they checked connectivity all electrodes had a green indicator. When the full impedance test was conducted the indicators for electrodes 7 and 15 were green but all others had the orange indicator. The caller indicated that with ref 0 the impedance values were in the 8000-10000ohms range. During the call the caller reran the impedances and indicated that the values were lower than on the first measurement. The issue was not resolved through troubleshooting. Tss reviewed impedance information. The caller will follow-up with the md to determine how to proceed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). This patient had high impedances (>9,000) at implant. The physician attempted to re seed the leads 3 times with no change to the impedance outcomes. It was determined, after speaking to tech support, to close the pocket and finish the surgery. Tech support¿s suggestion was only to reseed the leads and then said they had seen impedances settle over time. The physician did not want to mess with the surgical lead since his placement looked good on fluoroscopy. The rep had talked with the pt over the phone multiple times. They are still hurting and claiming not much pain relief, as well as having to recharge daily. The rep was meeting the pt tomorrow afternoon to see what programming changes they can try and add to help resolve some issues.

Event description:
Additional information was received from the manufacturer representative (rep) stating that there will not be a lead revision. The patient's impedances resolved after implanted. Rep does not have an explanation of why other than the healthcare provider (hcp) suspects positioning on the or table and then flipping to her back after implanted. Rep has met with the patient for post-op and reprogramming and she is doing good. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Lead serial number included for lead revision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.